Manufacturer narrative:
The discovery of the worn device was made intra-operatively on (B)(6), 2015. However, it is unknown when the device actually became unusable.device is an instrument and is not implanted or explanted.device used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Corrected data: the box for "required intervention" was checked in error on the initial medwatch. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product investigation evaluation was preformed: the returned instruments (03.632.036 lots 6778548 mfg 12/2011 and 6676662 mfg 12/2011) were examined and the complaint conditions were able to be confirmed as the holding sleeves both displayed signs of wear on the distal threads which would have contributed to the complaint condition. The root causes are unable to be determined with the provided information however the failure is consistent with the application of excessive force, off-axis loading or over-threading. Drawings for the sleeve were reviewed during the evaluation. The tip geometry on the inner sleeve was changed to a more constant outer diameter and the material of the outer sleeve changed from radel plastic to anodized titanium. The returned instrument was manufactured in december 2011, after these changes were applied. After reviewing the device history for the returned lots, there were no mrr¿s, ncr¿s, or complaint related issues with this complaint. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a transforaminal lumbar interbody fusion (tlif) procedure at l5-s1 on (B)(6) 2015, it was discovered that the matrix-long holding sleeve threads were worn down unable to retain the matrix screw effectively. The surgeon attempted to use another sleeve and encountered the same issue. The third holding sleeve worked fine. The procedure was successfully completed with no surgical delay or patient harm. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records was conducted. The report indicates that (B)(4) manufactured the retaining sleeve for matrix, p/n (B)(4), lot # 6775848, per po # (B)(4). The supplier¿s certificate of compliance for lot number 6778548, indicates the parts were manufactured to p/n (B)(4), revision ¿j¿, which is from the synthes tabulated product drawing number (B)(4). The lot was inspected and conformed to the synthes, incoming final inspection sheet number (B)(4), revision ¿p¿. There were no mrr¿s, ncr¿s, or complaint related issues with this complaint, (B)(4) parts were released to the warehouse on december 30, 2011. The lot was manufactured to drawing number (B)(4), revision ¿j¿ (released on july 12, 2011) which is from the synthes tabulated product drawing number (B)(4), revision ¿j¿. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.